Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. The event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her/his adc freestyle libre sensor produced a ¿replace sensor¿ message after 7-days of wear. It was further reported that on (B)(6) 2018 customer was experiencing ¿weakness¿ but could not receive a reading so customer¿s family member contacted the healthcare provider who instructed them to treat the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor has been returned and investigated. Data has been successfully extracted using approved software. The sensor has been found to be in state 5 ( normal termination). Performed visual inspection on the sensor plug assembly the sensor plug is seated and no failure mode has been found after plug has been removed. The sensor was started successfully started using a retained reader. Sensor was successfully sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported her/his adc freestyle libre sensor produced a ¿replace sensor¿ message after 7-days of wear. It was further reported that on (B)(6) 2018 customer was experiencing ¿weakness¿ but could not receive a reading so customer¿s family member contacted the healthcare provider who instructed them to treat the customer with a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.